Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 41-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient developed a thrombus and was taken to the operating room for inferior vena cava clot removal.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombus could not be determined as the device was not returned nor sufficient clinical details. The instructions for use for the impella 5.5with smartassist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- h6 component code 925 corrections to the initial MFR report: d4-model number. Added- d6a/d6b.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal not reliable alarm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation for the optical signal issue has been completed. No product was returned for an investigation. Data log analysis confirmed multiple placement signal spikes from (B)(6). However, when looking at the pumps used before and after on the same console no pattern could be found. The root cause of the optical signal issue was not determined because no product was returned and not enough clinical information was given. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem b.5. Updated with additional information. G.1. Updated with correct MDR reporting contact email. H.6. Medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number: 1220648-2024-09479.